Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the device was fired on the stomach, sled was confirmed that it had fired to completion. Upon retracting the knife blade and opened the reload, the surgeon noted that the final row had not deployed/formed at all. Tissue was not thick. They replaced the reload and the case was completed without issue. There was no patient injury.